Manufacturer narrative:
During the device eval, it was found that the current sense fet was stuck on, which was identified as a probable cause of the reported overheating.

Event description:
It was reported that at the user facility, the device overheated. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.